Event description:
A ge oec 9800 fluoroscopy system had distorted images and rebooted several times.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the battery pack, a corrupted hard drive, and corrupted software. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.